Event description:
Caller reported temperature alarms numbered 10, 11, and 15 during which the pump was charging with tandem charging supplies, but it was not exposed to extreme temperatures. The reported blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support issued a return merchandise authorization for the pump and charging supplies, providing a replacement pump with updated software and offering training via the tandem source account. Additionally, technical support provided instructions for storage mode and instructed the caller to return the problematic pump within 10 days using a pre-paid return label.